Event description:
The caller reported that in the early morning sometime in 2009, one side of the flange of an 8perc separated from the hub. The caller reported that this occurred at the completion of the procedure to install the tube. The doctors elected to leave the tube in place until the track for the tube had some time to develop. The caller reported that they would be changing the tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.